Manufacturer narrative:
(B)(4).batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemihepatectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.